Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that three days post implant, the competitor right ventricular lead threshold was noted to have increased. A microdislocation or connection issue was suspected. At the revision procedure, no blood was observed in the connector, and the lead tested normally. The physician decided to replace both the device and lead. No patient complications have been reported as a result of this event.